Event description:
Vent inoperative 1009 pressure regulation high- swapped lines from flow sensor to gas/o2 port to proximal. Unknown if in therapeutic use. Investigation is ongoing.

Manufacturer narrative:
Upon further review, this case was determined to be a duplicate of the complaint reported under MFR report number 2031642-2022-02568. Any additional information will be reported under MFR report number 2031642-2022-02568. This case will be closed as a duplicate record.